Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call indicating excessive issue with air bubbles in reservoir. Customer reported that insulin used was room temperature. Customer's blood glucose was unknown. During troubleshooting, call was lost due to poor reception. Message was left for customer to call to continue troubleshooting.